Manufacturer narrative:
Concomitant product(s): ddmb2d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high capture thresholds. The physician is monitoring the lead and remains in use. No patient complications have been reported as a result of this event.